Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently treated by paramedics due to a blood glucose level over 600 mg/dl. Customer reported vomiting, abdominal pain, and shortness of breath. Caller also stated that she had food poisoning at the time of this incident. Customer was wearing the insulin pump at the time of the incident. The insulin pump was not replaced or returned for analysis.